Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection. Upon extraction, this ra lead got caught in the subclavian juncture almost at the pocket and could not pass through. Another physician had manipulated the ra lead and ended up cutting the lead and lead tip remained in the patient. The two physicians handling the patient had suspected that this ra lead was caught due to scar tissue or there was something inside that was preventing the lead from being fully extracted. This ra lead however was not stuck by helix. This ra lead is out of service. No additional adverse patient effects were reported.